Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had one and half years remaining several months ago with no programming and no changes on impedance. However, after several days the device had reached elective replacement time. Boston technical services discussed the pacemaker will then be at end of life and will go vvi at 50ms and stated that device should be changed before then. Further information received indicating that the right ventricular output had been set to 5.0v at 0.4ms. High output could possibly be due to high thresholds. Ts further explained the event and advised device change out as soon possible. An attempt to obtain additional pertinent information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.